Event description:
A patient reported experiencing inaccurate high results with their meter. The patient's blood glucose results were 565 and 427 mg/dl. Tests were done within 2 minutes with a difference of 25%. Control solution test was within range. Patient did not experience any adverse events. No further information has been reported.